Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer was hospitalized due to hyperglycemia, strokes and for diabetic ketoacidosis on unknown date with unknown blood glucose value. Customer declined to provide details as well troubleshoot. The insulin pump will not be returned for analysis.